Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report #s 1627487-2014-00163 and 1627487-2014-00164. The pt ((B)(6)) is a participant in a clinical study and was implanted with an ipg, two percutaneous leads and two lead extensions from different lots. It was reported, the pt experienced a change in stimulation pattern which began in (B)(6) 2013. The pt's left lead was reportedly no longer working. A diagnostic test revealed invalid impedance readings for several lead contacts. Reprogramming was undertaken in an attempt to recapture effective therapy. In (B)(6) 2014, the pt experienced perforation of the ipg, and although not fully perforated one of the pt's lead extensions was said to be very superficial. The pt was hospitalized in order to address these issues. Surgical intervention was undertaken on (B)(6) 2014, during which time, the pt's ipg pocket was relocated and the superficial lead extension was explanted. Following explant of the pt's lead extension, the left lead reportedly functioned properly. Therefore, it was concluded the pt's stimulation issue was the result of a faulty lead extension. Since it is unknown which lead extension was removed during the (B)(6) 2014 surgical procedure, both devices are being reported as explanted.